Event description:
It was reported by the patient that it feels like their heart "is pumping really hard" and the patient can sometimes see their "chest and shoulders jumping." It was later reported by the patient's clinic that the patient was experiencing diaphragmatic stimulation although it was not known if the left ventricular [lv], right ventricular [rv] or atrial lead was the cause of the stimulation. Reprogramming changes were made and the lv, rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.